Event description:
It was reported that an out of range lead impedance value was observed on the rv lead. The out of range lead impedance notifier was delivered. Performing isometrics and pocket manipulation to asses presence of noise was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.